Event description:
Facilily reported intraocular lens (iol) did not sit right in the eye during cataract extraction and iol inplant surgery. The iol was removed during the original procedure. The incision as widened to accommodate placement of another iol.